Event description:
The sales representative reported that during the procedure the surgeon had difficulty getting the clip applier articulation to lock in place completely. (It was locked in left and right movement but not up and down). After trying several times to position the clip on the laa, the surgeon decided to use another atriclip device. When the 2nd clip was placed the surgeon noticed significant bleeding from the appendage and it took approximately 30 minutes to control using surgi-cell and suture. The surgeon elected to staple off the appendage. There was no long-term adverse patient consequence or extended length of hospitalization.

Manufacturer narrative:
(B)(4).